Manufacturer narrative:
Insulin pump received with blank display due to cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack at the side of the battery compartment. Customer stated the insulin pump was accidentally dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.